Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the external retention disk doesn't adhere properly to the abdominal wall causing liquids and gastric juices to leak and the patient's skin to break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.